Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced an infection at the wound site. The patient visited the ER on (B)(6) 2016 with right groin pain and was discharged from the ER with diagnosis of a muscle pull. Further, the patient was presented at the urgent care clinic on (B)(6) 2016 with pain, fever and diaphoresis. The patient was admitted with an elevated white blood cell count. The patient was treated with intravenous antibiotics and was prescribed oral antibiotics for 10 days. The patient was discharged on (B)(6) 2016. Reportedly the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.